Event description:
It was reported that the string from a drainage catheter allegedly detached during the procedure. The drain was difficult to remove but the physician was eventually able to retrieve it. The string reportedly had detached itself from the catheter and allegedly could not be removed. It remains in the patient. The drain was placed in the patient 3 days ago. Patient injury unknown.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was discarded by the user facility, therefore, no original sample evaluation could be performed. A lot sample was evaluated. There were no anomalies found on the device and it performed as intended. This investigation is inconclusive. Root cause is unknown. The current IFU (instructions for use) states: unlock the tip-locking mechanism by pushing the rubber seal distally until the seal snaps into place. Unwind, untie or cut the suture knot and pull the catheter out gently.